Manufacturer narrative:
If explanted, give date: lens remains implanted, however the lens is planned to explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zkb00 intraocular lents (iol) the patient is seeing a horizontal line running through his vision in both eyes. The patient also has significant glare in both eyes described as horizontal glare that is not tolerable. The physician performed a yttrium-aluminum-garnet laser (yag) in the left eye; however this did not resolve the issue completely. He noted that the patient will still have the issue in the right eye, so he plans to perform a lens exchange on the right eye. The lens remains implanted and will be replaced with a non-amo monofocal device. There were no patient injury reported for this event. The physician also noted that the patient has a posterior capsule opacification (pco) on the left eye also but exchanging the lens after a yag is more challenging and risky. This report will capture the lens implanted in the patient's right eye. And a separate report will be filed for the lens implanted in the patient's left eye.

Manufacturer narrative:
Additional information was received confirming that the lens was explanted from the patient's right eye. It was also learned that there was no incision enlargement, no vitrectomy and no patient post-op injury. The physician replaced the lens with a monofocal lens in the bag without any complications. No other info was provided. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/13/2017 device returned to manufacturer ¿ yes. The device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.